Manufacturer narrative:
After further review of the complaint, it was determined the complaint was reported in error. The customer did express he was hospitalized however; it was not related to diabetes, no high blood glucose was reported, no insulin pump malfunctioned was reported and did not contribute to a reportable serious injury. It was reported the customer was hospitalized for a kidney procedure and it was not related to diabetes. It was reported that customer had not been on the pump for a while and needed someone to help with training.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose readings. The customer's blood glucose value was not provided. The call was dropped. The insulin pump will not be returned for analysis.